Event description:
It was reported that an, 840 ventilator generated error codes which rendered the ventilator inoperable. Although requested, information regarding the intervention taken on the behalf of the patient has not been provided. The covidien tech support engineer (tse) troubleshot this issue with the customer over the phone and recommended to swap safety valves and let the unit run for 48 hours. Customer was instructed to call back if the recommendation did not correct the failure. Covidien was not authorized to service the device.